Event description:
The device was returned for an air compressor failure. During startup, instead of the normal pneumatic charging noises, this pump made low sputtering sounds, consistent with a failed air compressor. The device was reverted and failed basic recharge tests in the same way.

Event description:
The following has been reported: biomed reported: serial number:(B)(6). Complaint: red service pump screen, patient involvement: no, active infusion: no. A preliminary review of the logs identified the following issue: mechanical hardware failure (air compressor) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.